Event description:
Product analysis of the generator and lead was completed. No anomalies were noted with the generator, and the generator performed per specifications. Analysis of the lead noted abraded inner and outer tubing. The full lead product analysis was reported via MDR #1644487-2012-00930.

Event description:
Reporter indicated a patient was having intermittent pain at the vns generator site, and the generator had migrated medially in the chest. The pain was not noted during activity but more when resting. The patient has had no trauma. The patient had the generator previously repositioned and resutured to the fascia for comfort due to migration on (B)(6) 2009. The patient was referred to the surgeon who did the previous generator repositioning surgery, but the surgeon stated he felt the vns lead was frayed and did not want to perform surgery. It is unknown why the surgeon believes the lead is frayed, as vns diagnostics are within normal limits. The patient now has been tentatively scheduled for vns generator replacement surgery with a smaller generator on (B)(6) 2012 with the same surgeon, and a possible prophylactic lead replacement due to the age of the lead (over 12 years old). It is not known if the surgery is planned to preclude a serious injury or is for patient comfort. Attempts for additional information are in progress.

Event description:
Reporter indicated the patient had vns generator and lead replacement surgery on (B)(6) 2012. The vns lead was replaced prophylactically due to being frayed, even though vns diagnostics were within normal limits prior to the surgery. The explanted generator and lead have been returned and are pending analysis. The paperwork included with the explants indicated the "outer tubing disrupted" on the lead, and "generator migration about to protrude through skin" for the generator. An implant card was also received to the manufacturer indicating the replacement was due to "adverse event - generator migrated & about to erode thru skin. Old lead had disrupted outer sheath."